Event description:
It was reported by a user facility that a saline bag back filled during recirculation. There was no patient involvement. The biomedical technician was unable to replicate the issue. The air separator, valve 43, and flow regulator were replaced. The machine was put back into circulation without any further issues.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the investigation.